Event description:
It was reported that there was a leak from a patient¿s transfer set. During troubleshooting, it was found that the fill had been restarted without the patient being connected and that there was no cap on the transfer set. The technical service representative assisted with ending therapy. The patient stated that they would start therapy over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where there was an open uncapped transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.